Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of death was multi organ failure. The pump was working as expected. No pump related issues were reported. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) revision, rev. B is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.